Event description:
A complainant alleged that the paint of the dimension 3 loupes was chipping off causing her to get an eye infection.

Manufacturer narrative:
The complainant used a steroidal anti-inflammatory eye drops and had to rest her eye for treatment. Multiple attempts were made to contact the complainant to obtain further information; however, the complainant is on vacation. An update will be provided if any new information is received. A device evaluation is anticipated but has not yet begun.

Manufacturer narrative:
During a follow-up phone call with the complainant on 06/05/14, it was confirmed that to date, her eye is feeling better. A visual evaluation of the returned device confirmed the presence of paint flakes on the carrier lenses of the device. The location of the paint deterioration/flaking on the rear bridge of the device indicates that the complainant wears the loupes with the bridge pressed up against her forehead. It is possible that the natural acids of the wearer's skin may have broken down the paint on the frame causing it to flake off due to prolonged contact of the frame to the wearer's skin. These investigation results indicate that the incident which had occurred was not due to a product failure.